Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self-test and it did not pass. Customer stated delivery was stopped and had battery issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alarm noted in the long trace or device history. Pump error 63 alarm confirmed in device history and during self test due to broken trace.